Manufacturer narrative:
This lead as not been returned. Should additional information become available, or if the analysis is completed, this report will be updated.

Event description:
Additional information was received indicating an invasive procedure was performed. This lead was explanted and replaced due to continued noise with oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the lead was discarded following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out of range pacing impedance measurements. The measurements were noted to return to an acceptable range. In clinic testing found noise when in unipolar. The pacing configuration was checked in bipolar with good measurements and no evidence of noise. No adverse patient effects were reported.